Event description:
It was reported that, sterile kit was used in surgery, instruments were flashed prior to surgery. (B)(6) was explanted on (B)(6) (3 days later) so that a ring fixator could be implanted.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.